Event description:
The customer called to report a frozen screen and unresponsive buttons. Troubleshooting was performed, and the issues were not resolved, but the time was advancing. Advised the customer that the insulin pump would be replaced. The customer's blood glucose reading was 500 mg/dl, and she stated, she wanted to go to the hospital. Later, spoke with her husband, and he stated that the customer was hospitalized with a blood glucose reading of 527 mg/dl. He stated that the customer stopped insulin pump therapy on (B)(6) 2011 due to high blood glucose levels and unresponsive buttons. The actual date of the hospitalization was unk. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.